Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: 9nm torque limiter setcrewdriver: wear of the screwdriver tip. The deformation involves the very end of the hex edges, suggesting potential wrong usage (e.g. Hammering of the driver inside the setscrew, or tightening torque applied when the driver was only partially engaged, or countertorque not applied). The part has been tested with a pedicle screw, setscrew, countertorque and a ratcheting t-handle as per intended use, and it works normally. The torque was measured to confirm the calibration to (B)(4)% and it's conform. In summary, the instrument is aesthetically defective because of wear, but still functional. The instrument set always includes a second torque limiter setscrewdriver in case the first one gets deformed. The setscrew, if deformed, can be replaced with a new one (setscrews are included in the packaging of the pedicle screw, and also provided as spare parts with a separate reference).

Manufacturer narrative:
Batch reviews performed on 01 september 2016. Lot 1410996: only (B)(4) item manufactured and released on 23 july 2014. No anomalies found related to the problem. Device not yet received.

Event description:
When the surgeon was completing the final tightening (right side), the torque driver kept slipping off the screw. The surgeon noticed that the set screw was stripped. The surgeon used another set screw. The torque driver continued to slip. Eventually, the surgeon was able to get the screw to click into place. The surgery was delayed approximately 45 minutes due to this event and those in MDR 2016-00450 and 2016-00451 (same surgery). The surgery was completed successfully. X-rays are not available. Instrumentation is available for investigation.